Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released additional patient and device specific information have been requested. Investigation results will be provided in a supplemental report.

Event description:
(B)(4). On (B)(6) 2016, following a reported dislocation of the patient's total femur mets replacement implant from the acetabulum, the patient underwent a successful revision procedure with a shorter total femur mets implant. At the time of the dislocation, the patient was reported to be independently mobile.

Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released siw does not believe there was any fault or failure of the product. The cause of the early revision is most likely to be the selection of the wrong component (too long) in the original implant. The revised joint used a shorter femoral component to relieve some of the stress in the hip connective tissues. Device not returned.

Event description:
(B)(4). On (B)(6) 2016, following a reported dislocation of the patient's total femur mets replacement implant from the acetabulum, the patient underwent a successful revision procedure with a shorter total femur mets implant. At the time of the dislocation, the patient was reported to be independently mobile.